Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted at this time. Additional information received on 04/06/2018 stating that there was a precedent event due to the malfunction identified in the trend. Per 21 cfr, part 803, recurrence is presumed. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).